Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patient experienced pre-syncope/dizziness due to right ventricular lead and device loss of capture. The electrogram showed noise during external pocket manipulation and when the chronic lead was tested through the analyzer, the lead was fine. When the chronic device was reconnected, the noise returned. The lead was capped and the device was explanted; both were replaced. No further patient complications have been reported as a result of this event.